Manufacturer narrative:
A review was performed by the post market surveillance department of the treatment data provided. A large intra-peritoneal drain volume occurred in drain 4 with an undetermined cause. Ther was no adverse event associated with this reported large drain volume. The plant investigation is in progress and a supplemental medwatch report will be submitted upon completion of the investigation.

Event description:
During review of this peritoneal dialysis (pd) pt's treatment history records it was revealed there was an incident of increased intraperitoneal volume (iipv). The pt remained asymptomatic: drain 0: 73ml; fil 1: 19999 ml drain 1: 1987 ml; fill 2: 1999 ml drain 2: 2009 ml; fill 3: 1999 ml drain 3: 1623 ml; fill 4: 1977 ml drain 4: 3772 ml. The reported drain volume of 3772 ml was 189% over the expected drain volume which resulted ina reportable device malfunction. The pt did not require medical intervention or treatment as a result of the overfill.

Manufacturer narrative:
A review was performed by the post market surveillance department of the treatment data provided. A large intra-peritoneal drain volume occurred on (B)(6) 2015 in drain 4 with an undetermined cause. There was no adverse event associated with this reported large drain volume. The peritoneal dialysis cycler was returned to the manufacturer and an investigation was conducted by the manufacturer. Visual inspection of the returned cycler exterior showed no sign of physical damage. The heater tray/scale was not obstructed. Three simulated treatments were performed without any unexpected problems occurring. A simulated treatment was performed in which the amount of fluid delivered to a pseudo-patient bag during each fill phase was weighed. The weighed fluid volumes were compared against the programmed fill value, and the weighed volumes for each fill phase were determined to be within expected tolerance for the liberty cycler. The reported complaint symptom lf15 - "not draining (no alarm)" was not reproduced during testing. During the treatment, a drain alarm properly occurred when the patient line was intentionally restricted during a drain phase. The reported complaint symptom lz73 - noisy was not reproduced during testing. The sound emitted by the cycler during two monitored treatment tests was normal. The reported complaint symptom lf32 - "pl - patient line is blocked" was not reproduced during testing. The valve actuation test, system air leak test and patient sensor calibration check passed, and the load cell verification was within tolerance. There were no discrepancies encountered in the internal inspection of the cycler. Investigation of the device manufacturing records was also performed and no deviations or non-conformances were noted during the manufacturing process.